Event description:
It was reported that a patient presented to the clinic after receiving inappropriate shock due to far p oversensing. Fluoroscopy indicates externalized conductors. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.